Event description:
The j&j crown stent came off the balloon in the left main at the beginning of the left circumflex before it was deployed. The pt became ischemic, hemodynamically unstable, and into cardiac arrest resulting in death.